Event description:
Pt involved in (B)(4) was implanted in approximately (B)(6) 2011 with plates and screws for a right foot, talus and medial malleolus fractures. Pt returned to surgeon for ten month post op visit, date unk. X-rays showed non-union of the fractures. Pt was returned to the operating room on (B)(6) 2012 and the hardware was removed. Two cortical screws, 1 intact and 1 broken, were not removed and remain in the pt: surgeon would have had to perform an extensive osteotomy. During the removal of hardware surgeon found the bone to be sclerotic and performed a bone biopsy to determine avascular necrosis or some other disease exists. Pt was not implanted with any new hardware. The explanted hardware is being returned to the pt. This is 5 of 15 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.